Event description:
The customer reported the system displayed a "file system corrupt" message and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.